Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder module would not respond as expected when dialing closed. The user reported it took several more turns than expected to close the occluder. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.